Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device turned off on them. The customer states they tried 5 batteries, but the blank display remains. The customer refused to answer if there was a serious injury or hospitalization associated with the complaint. The customer requested to speak with supervisor. The customer hung up the call. No further information or assistance was provided at this time.